Event description:
The reported we received from the field indicated that a cto lesion was successfully crossed subintimally with the outback catheter and had gained access back into the tru-lumen. At that point, attempts were made to withdraw the outback back over the guidewire, but the outback became hung up on the wire and could not be removed. After several attempts to remove the outback over the wire, the catheter and wire had to be removed together as a unit, losing the access gained to the tru-lumen. It was noted that even outside the patient the outback could not be removed from the wire. The case was aborted. There was no report of patient injury.

Manufacturer narrative:
The intended procedure was treatment of a chronic total occlusion. The outback catheter was successfully advanced sub-intimally beyond the lesion and the cannula needle was deployed into the true-lumen of the vessel. The guidewire was advanced through the cannula and positioned as intended. As the physician withdrew the catheter it became hung up on the wire and could not be removed. After several attempts to remove the catheter the physician had to remove the catheter out along with the wire. Outside the patient the outback still could not be removed from the wire. Wire access had been lost and the case was aborted. There was no report of patient injury. The products were discarded. The product was not returned for analysis. A review of route sheets could not be performed as the sterile lot number was not available. Without product return no conclusion can be drawn between the devices and the reported event.